Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 igg assay was not returned for evaluation. There were no reports of system issues at the time of the event. No hardware errors or flags were reported in conjunction with the event. System performance indicators such as system check, calibration and quality control results were not provided for review. One patient sample was sent to the beckman coulter complaint handling unit (chu) for investigation testing. Patient samples was tested neat with the sars-cov-2 igm, sars-cov-2 igg (qualitative) and sars-cov-2 igg ii (quantitative) assays. The chu obtained non-reactive results with the sars-cov-2 igg and sars-cov-2 igm assays; the chu obtained a reactive result with the sars-cov-2 igg ii assay. The customer's sars-cov-2 igg and sars-cov-2 igm assay results were confirmed. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2021 the customer reported a non-reactive, "gray zone" covid igg result of 0.81 s/co (access sars-cov-2 igg, part number c58961 and lot number 971261) was generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4)) for one patient. The customer also reported a non-reactive sars-cov-2 igm result was obtained but customer stated they were not questioning the sars-cov-2 igm result. The customer stated the covid-igg result was discordant with an alternate platform (vidas method) which had a result of 2.75 (cut-off of 1.0). The customer also stated the patient had a positive pcr test on (B)(6) 2020. The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.